Event description:
Patient was implanted on [date redacted]. The heartmate 3 lvas was chosen since the patient had history of gastrointestinal bleeding prior to implant, and it would allow for more flexible anticoagulation and antiplatelet use. The surgical approach for this implant was hemisternotomy and lateral-anterior thoracotomy. The surgical narrative is as follows: once on bypass, the suturing of the standard apical sewing ring was completed. Next the device was placed into the lateral chest wound, and then tunneled the driveline toward the left costal margin. The usual right-sided driveline approach was not used, as there was a pop cardio hernia apparent on the CT scan. The device was inserted into the ring after coring. The locking mechanism snapped into place easily indicating that there was a secure fit between the ring and the pump. The outflow graft was run up into the hemisternotomy wound and the anastomosis was completed. With partial clamp on the aorta, air was able to be removed from the portion of the outflow graft. Once cardiopulmonary bypass was weaned, there appeared to be bleeding from the surgical sites. A couple of the sites were on the ring, so the patient went back on bypass and sutures were placed into those sites. These sites appeared to be tears from the epicardial suturing. It is suspected that this may have occurred during the trauma of inserting the device. The next attempt to come off bypass was again met with bleeding and search for additional surgical bleeding sites from the epicardium which was unrewarding. In fact, this time was more problematic, as there appeared to be bleeding from the interface between the ring connection and the pump itself. This possibly suggests that there was not a true closure between the o-ring and the bumper of the inlet ring. Accordingly, he went back on cardiopulmonary bypass for a third time to remove the pump and inspected it to be certain that there was no debris obstruction. The locking mechanism of the pump was tested on a separate mini apical cuff ring outside of the chest cavity which worked as expected, although it was not tested with patient physiology. The pump was put back into the sewing ring and the locking mechanism on the pump fully engaged into place with ease suggesting the pump was secured into place. Unfortunately, coming off bypass again there was additional bleeding from the pump/sewing ring interface that continued without explanation. The abbott clinical representative was made aware at the time of the event and was able to offer troubleshooting tactics that did not resolve the bleeding. Two more attempts were made to remove the device and check for bleeding. The outflow area was buttressed from within taking pledgeted sutures on the cut surface of the ventricular core and pulled it back up into the ring so that it would not entrap tissue as the device was placed into the outlet. We were stymied in our attempts. The decision was made to leave the pump as is and for the bleeding to self-clot since the patient was coagulopathic. Massive packing was placed to the chest and chest tubes were inserted with a simple figure-of-eight in the thoracic space. The skin was left open with a vac. The hemisternotomy was closed in a separate drain which was positioned from the second intercostal space on the left side to drain the ascending aortic area. It was a long, discouraging operation. It appeared that there was a problem with the device and not with the surgical technique. This type of bleeding has not been described before and the user facility vad (ventricular assist device) team will follow up to see what can be done in the future and what can be done better to diagnose the problem.